Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material was unable to be identified, and the root cause was unable to be determined. Though olympus conducted 3 attempts the user to gather additional information, there was no response. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device inspection, the duodenovideoscope had a clogged biopsy channel, preventing the brush and forceps from passing through and a kinked suction cylinder. There were no reports of patient involvement.